Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. Based on similar incidents, manufacturing and quality control corrections have been implemented under corrective and preventive action referenced CAPA-00131. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: lap chole. Event description: rep was informed of an event involving a ca500 clip applier. The rep was not present for the case but was informed that the device experienced inconsistent loading. The clip applier was introduced through the trocar. The surgeon went to preload a clip but no clip loaded. The surgeon then went to fire the device and no clip fired. The trigger was then actuated again and a clip did load and was able to be fired. Subsequently, the device was actuated again but no clip loaded and no clip fired. This process repeated a couple more times until the device was replaced with a new clip applier. The new clip applier was used to complete the case without problem. There was no patient injury and the patient is doing well. Product not available for return as it was discarded after the case. Patient status: no patient injury. Intervention: replaced with a new one to complete the case.

Event description:
Procedure performed: lap chole. Event description: rep was informed of an event involving a ca500 clip applier. The rep was not present for the case but was informed that the device experienced inconsistent loading. The clip applier was introduced through the trocar. The surgeon went to preload a clip but no clip loaded. The surgeon then went to fire the device and no clip fired. The trigger was then actuated again and a clip did load and was able to be fired. Subsequently, the device was actuated again but no clip loaded and no clip fired. This process repeated a couple more times until the device was replaced with a new clip applier. The new clip applier was used to complete the case without problem. There was no patient injury and the patient is doing well. Product not available for return as it was discarded after the case. Patient status: no patient injury. Intervention: replaced with a new one to complete the case.

Manufacturer narrative:
The event unit is not anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.